Event description:
It was reported that the rv (right ventricular) lead was capped and replaced due to increased thresholds and capture difficulties. No patient complications were reported as a result of this event.